Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A retrospective post-market clinical follow-up study indicated that the patient underwent a surgery in the eye (unknown) using an ophthalmic viscosurgical device. The surgery was completed. Less than one-month post-surgery, the patient experienced corneal edema that resolved within two-weeks. The type of procedure have not been provided. No further follow up will be conducted.

Manufacturer narrative:
Additional information provided in h.6., and h.11. No sample returned for evaluation. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. Retention sample inspection is not required for complaints of this nature. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the corneal edema complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. As no lot code or sample was received/confirmed, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint; no action is required at this time. The manufacturer internal reference number is: (B)(4).